Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6 and h2. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported two (2) false negative results with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on an unknown sample. The consumer reported that two (2) binaxnow¿ covid-19 antigen self test for a child came back negative. Pcr confirmation testing was performed on an unknown sample generated positive results (CT values not provided). The consumer stated the child had symptoms of a cough and 104° fever. No additional patient information, including treatment and outcome, was provided.